Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. However, the potential root cause for this failure mode could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/ operator error. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "precaution: this product contains natural rubber latex which may cause allergic reactions. Sterile unless package is opened or damaged warning: do not use petroleum substrate lubricants with the latex based urethral catheters, such as petroleum jelly and labe liquid paraffin which will damage latex and burst balloon. Water soluble lubricants can be used. Do not aspirate urine through drainage funnel wall. Single use only. Do not resterilize. For urological use only. Valve type: use luer syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital protocol, the may be cut off. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that the patient was diagnosed with ureteral calculi and was admitted to the hospital for surgical treatment. Holmium laser lithotripsy was performed under general anesthesia. The catheter was indwelled during the operation, and the operation was smooth. Later the patient found that the urinary catheter had slipped down on its own. The nurse confirmed that the catheter balloon ruptured and immediately notified the doctor for treatment. Per additional information via email from ibc on 26oct2020, no missing pieces of the balloon had been found. There was no special impact to the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient was diagnosed with ureteral calculi and was admitted to the hospital for surgical treatment. Holmium laser lithotripsy was performed under general anesthesia. The catheter was indwelled during the operation, and the operation was smooth. Later the patient found that the urinary catheter had slipped down on its own. The nurse confirmed that the catheter balloon ruptured and immediately notified the doctor for treatment. Per additional information via email from ibc on 26oct2020, no missing pieces of the balloon had been found. There was no special impact to the patient.